Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: h6 (medical device problem code). A getinge field service engineer (fse) checked the device and issue was not reproducible. As deterioration over time may be a factor, so fse replaced the touch screen (d160-00-0123) just to be safe. Operation confirmed as good. After each operation, operation was confirmed based on the inspection record sheet and it was confirmed that the equipment was currently in good condition and working.

Event description:
It was reported by the customer that, during use on a patient, the cardiosave intra-aortic balloon pump (iabp) touch panel was not responding. No harm or injury was reported.

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.